Event description:
This spontaneous case, reported by a consumer, concerns a female patient. Medical history: diabetes, diagnosed in 2006; previous treatment with human insulin 70/30 (humulin 70/30) and insulin lispro 25%, 75% npl (humalog mix 25), both did not work. After that, treatment with insulin lispro was started. Concomitant medications: insulin glargine for diabetes, mesalazine and pancreatin for colon ulcers, meveberine for her intestine to work well, and esomeprazole for unknown indication for use. The patient received insulin lispro (humalog), subcutaneously, 22 iu/day, for the treatment of diabetes type ii, beginning 2006. In 2008, approximately two years and a half after the beginning of the treatment of insulin lispro via the humapen ergo burgundy with clear cartridge holder attached (lot unknown), the patient underwent a surgery to remove the gallbladder. Then approximately about three years after the beginning of the treatment, her pen starting failing and she started getting hurt. When she injected the insulin with the pen she felt pain and as if the insulin was not passing through (the button got stuck). She had to insert the pen more and put more pressure. The patient was hospitalized for four days in 2009 due to the fact that she had low blood glucose levels and severe diarrhea, and according to the reporter, it happened because she ate things she should not have. As a corrective treatment for the pain when injecting the insulin, at approx two weeks later, the patient began to inject the insulin with a syringe. The event stopped on the same date. It was unknown if the patient received corrective treatments for other events and if she recovered from them. The insulin lispro treatment was continued. The humapen ergo burgundy with clear cartridge holder attached is associated with pc 974308. It was unknown who operated the device and if he/she was trained. It was also unknown how long this device model and the reported device had been used. If the device is returned, evaluation will be performed to determine if a malfunction has occurred. Additional information received from global product complaint system at about 3 weeks later. Changed the humapen type. Per internal review. Added the humapen batch number. Update 28-jul-2009: added the humapen pc number in narrative.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.